Event description:
Arjo received notification of a patient's death from the (B)(6) coroner's office, which reported that a patient had passed away as a result of falling. Following the information provided, the patient seemed unable to stand and asked to be lifted. The patient slowly slipped out from the device to the floor and was unable to hold themselves up using sara stedy's active floor lift.  So far, no other details have been provide.